Event description:
It was reported that the long tubing of a teflon infusion set was not securely attached to the adaptor during a supply change, causing insulin to leak from the tubing until the user disconnected from the body, resecured the tubing to the adaptor, confirmed drops via a press-and-hold procedure, reconnected, and filled the cannula, after which insulin delivery resumed and blood glucose was 148 mg/dl. No reported symptoms or adverse effects. Outcomes included no alerts, no alarms, no hospitalization, and no reported clinical impact. Investigation included user-guided troubleshooting and education to confirm proper connection and priming with visual confirmation of drops. Investigation of this case revealed the infusion set or connector not being attached correctly, which resolved after reconnection and proper priming. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.